Event description:
It is reported that the pt underwent revision surgery due to a fractured tibial component.

Manufacturer narrative:
Eval summary: as the surgeon noted that there was bone loss in the area of the tibia where the fracture occurred on the baseplate, it is possible that an increase in the bending moment of the baseplate led to ultimate fatigue fracture. Photographs of the explanted components were provided. The tibial baseplate is fractured, with the medial posterior section containing the peg completely sheared. The sheared portion and peg is covered in bone cement distally and signs of extensive wear are evident on the entire baseplate. However, cause cannot be conclusively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.